Manufacturer narrative:
On 9/11/2020, the product investigation was completed as the device has not been returned. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported by the caller that during use on the patient, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was not working- there was significant back flow of blood observed. A new vizigo sheath was used, issue resolved, and procedure completed. The hemostatic valve did not break into pieces nor became detached from the sheath. No air was introduced into the patient. The sheath was being inserted into the groin and blood started pouring back out of the sheath, so it was removed right away. The hemodynamics was not compromised by the blood return. No intervention was required. There was no report of patient consequence nor extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001310 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported by the caller that during use on the patient, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was not working- there was significant back flow of blood observed. A new vizigo sheath was used, issue resolved, and procedure completed. The hemostatic valve did not break into pieces nor became detached from the sheath. No air was introduced into the patient. The sheath was being inserted into the groin and blood started pouring back out of the sheath, so it was removed right away. The hemodynamics was not compromised by the blood return. No intervention was required. There was no report of patient consequence nor extended hospitalization. Since there is no indication that there was significant blood loss, the blood return was not assessed as a patient event. The issue reported was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially it was assessed that the hemostatic valve was separated. The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6) 2020 and observed that the device was returned in the condition reported as the hemostatic valve was dislodged. This issue remains assessed as MDR reportable. Device evaluation summary was completed on (B)(6) 2020. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001310 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)